Event description:
During installation, the console failed self test. Also, there was an intermittent "foot pump handle dislodged" alarm. A field service engineer adjusted the console and replaced a microswitch.